Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The reason for reoperation is "silicone started to bleed". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "silicone start to bleed" and "potential rupture". Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: deformation, fold creases, wear abrasion, black particles on shell and white biological tissue. It was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is no issues found related with the manufacturing process and no openings found.

Event description:
Healthcare professional reported right side "silicone start to bleed" and "potential rupture". Device has been explanted.